Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
A hair was discovered in the packaging of the implant. The hair was found inside of the sterile gamma nail package on top of the foam barrier between the set screw and the gamma nail.